Manufacturer narrative:
Unique identifier (UDI) number added. Correction to contact information. Correction to the PMA / 510k #. Additional codes added to h6 evaluation codes result and conclusion. Device evaluation summary: the graphical user interface pcb xena ii (gui pcb xena ii) was returned for failure investigation. The component was visually inspected and functionally tested with no anomalies observed. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an erratic top display. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the software to the current revision. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.